Event description:
Procedure type: orthopedic. According to the reporter: the surgeon, (B)(6), reported that he was using a size 5 ti-cron suture and was passing it through the greater trochanter during the repair of the gluteal tendon when the needle snapped off inside the patient's bone. The surgeon stated that he would have had to destroy the greater trochanter in order to retrieve the broken needle, so he made the decision to leave it in situ. Follow up on (B)(6) 2014: (B)(6) confirmed that the patient has been informed of the incident.

Manufacturer narrative:
Additional information has been received that the device in question is not a covidien product. (B)(4). Date of initial report sent: 08/22/2014.

Manufacturer narrative:
(B)(4).